Event description:
It was reported that pump experienced malfunction with code 16, and caller stated no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump, after which malfunction did not recur; customer was advised to continue using pump.